Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, resistance was noted as the device was crossed the lesion due to the calcification of the lesion. Subsequently, the device was able to cross the lesion and was inflated at 10atm. Second inflation was done at 14atm; however, the balloon ruptured. The device was removed from the patient's body and completed the procedure with a different device. There were no patient complications reported.